Event description:
During a coronary stent procedure, while attempting to treat a tortuous rca lesion, removal difficulties were encountered. The delivery/stent device became stuck in the lesion. The physician was unable to advance or retract the delivery/stent device. After some manipulation the delivery/stent device was removed without incident. No pt injuries or complications were reported.